Event description:
Caller reported aviva system blood glucose result 110 mg/dl, professional system result of 70 mg/dl within 10 minutes. Customer ate some crackers and drove himself home. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.